Manufacturer narrative:
H10: internal complaint reference: case(B)(4).

Event description:
It was reported that, after tka surgery was performed on an unknown date, the patient fell and broke a bone. An orif was conducted on an unknown date to address this event. However, a revision surgery was subsequently carried on (B)(6) 2023 due to pain and loss of mobility (bending difficulty). The femoral component and insert were exchanged, while the tibial baseplate was left in situ. The surgeon does not consider this a product failure, as it was caused by the patient's fall. No further information is available.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a knee revision was performed due to pain and loss of mobility (bending difficulty) after a traumatic fall and subsequent open reduction and internal fixation. Reportedly, the femoral component and insert were exchanged, while the tibial baseplate was left in situ. It was communicated that the patient is recovered after the revision of the femoral component and insert; however, the requested medical documentation was not available. Of note, the surgeon reportedly ¿does not consider this a product failure, as it was caused by the patient's fall¿. Reportedly, the fall was the root cause of the reported event and without supporting clinical documentation, additional clinical factors could not be definitively concluded to have contributed to the event. The patient impact beyond the reported pain and loss of mobility and subsequent revision following the open reduction and internal fixation post fall cannot be determined. No further medical assessment can be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. Based on the information provided, the unsatisfactory experience could be confirmed. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.